Event description:
The user's electrode has reportedly extruded through the radical cavity. The electrode was cut and an itd was inserted. The user will be re-implanted but no date has been scheduled.

Manufacturer narrative:
Additional information: according to the recipient report the device electrode extruded into the external ear canal and was cut. A review of the devices sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the extrusion. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user's electrode has reportedly extruded through the radical cavity. The electrode was cut and an itd was inserted. The user will be reimplanted.